Event description:
Customer was taken to the hosp or multiple health issues @ 8:00 p.m. Emt's tested customer & device result = 27 mg/dl. Customer was treated with glucose tablets and result increased to 70 mg/dl. Tests done while in the hosp for 6 days displayed 166 points variance between the hosp device and customer's device during back-to-back tests. Customer admitted to intensive care. No controls were used. A request was made for product returned and replacement product was sent.